Manufacturer narrative:
Follow-up with the customer indicated the device had been repaired and determined the mmi board was the problem. No further information is expected.

Manufacturer narrative:
A follow up report will be submitted once the investigation is complete.

Event description:
The customer reported the touchscreen was unresponsive. There was no reported patient involvement.